Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure and if the cannula was possibly not inserted correctly into the infusion site or to determine its root cause. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 300 mg/dl while wearing the pod between 1 and 4 hours. It was discovered that the pink slide insert did not move into the viewing window and reported being unsure if the cannula was properly seated in the infusion site. No treatment was provided.